Manufacturer narrative:
This event was also reported against the pump in MFR. Report #2916596-2019-06048.

Event description:
It is possible the patient had difficulty connecting the controller which resulted in the 4 minute pump stop. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm regarding system controller pcx-12126 was confirmed via the provided log file. One log file correlating to this system controller was reviewed, containing data that spanned approximately 8 days (30nov2019 ¿ 07dec2019 per time stamp). A no external power event occurred on (B)(6) 2019 at 20:03 which appeared to have been caused by a disconnection of both power cables. The backup battery operated the system during this time and support to the pump was not interrupted throughout the log file. The system controller was not returned for analysis. The root cause of the no external power alarm appeared to have been a disconnection of both power cables. The heartmate ii patient handbook instructs users that the backup battery should only be used in emergencies. Inappropriate use of the backup battery may lead to diminished run time during a power loss emergency. The heartmate ii patient handbook instructs users on how to resolve any alarms that sound from their system controller, including alarms associated with no external power, low voltage, and power cable disconnect conditions. Patients are advised to immediately connect to a working power source if possible in no external power conditions. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was disconnected from her primary controller following low voltage and no external power alarms. She was then placed on her backup controller. The log confirmed the low power hazard/no external power on (B)(6) 2019 due to total depletion of the batteries. The patient may have felt the drop in speed when the controller entered the power saver mode. The patient disconnected the driveline to change the backup controller. The backup controller was connected. The pump did stop for 4 minutes when the patient was trying to connect to the back up controller. There were no unusual events seen within the log file prior to this event. The vad was functioning as intended. The low power alarm, no external power alarms, and pump stops resolved. The patient had syncope, nausea and vomiting. Patient was discharged in stable condition.